Event description:
The sensor reading of the catheter read the temperature was too high and that blood was present within the catheter. This reading was not accurate as the system was made air tight and closed. Several attempts were made to rectify the issue including changing connectors to the catheter, reflushing the catheter to remove all potential air bubbles and testing the catheter outside the body in water. The balloon was also inflated to attempt cryofreezing, but these attempts were also unsuccessful in resolving the temperature error. A new arctic front ablation catheter was used in order to complete the procedure. There was no known injury to the patient.